Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Loss of capture with pauses in pacing for approximately four seconds was noted via a holter monitor. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.